Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the left ventricular lead was found to be dislodged. The patient was scheduled for lead revision. During the procedure the lead could not be repositioned. The lead was explanted on (B)(6) 2018. The physician elected to use a previously capped bipolar lead. The lead was uncapped and connected to the new device. The patient was in a stable condition.